Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a nurse call step during testing. The device's power management board was replaced to address the issue. Additional findings not related to the issue the device's case, outlet panel and dual limb cup were replaced. Upgraded software from 1.05.02.00 to 1.05.06.00. Set local customer time/date. Cleared event log. Set factory settings. Passed all performance verification testing.

Manufacturer narrative:
The manufacturer previously reported on a ventilator that was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a nurse call step during testing. The device's power management board was replaced to address the issue. Additional findings not related to the issue the device's case, outlet panel and dual limb cup were replaced. Upgraded software from 1.05.02.00 to 1.05.06.00. Set local customer time/date. Cleared event log. Set factory settings. Passed all performance verification testing. The product investigation laboratory (pil) installed the trilogy evo display board on the trilogy evo test bed and then tested the display pca for nurse call verification on the pil trilogy evo multifunctional test station and the component passed all testing. Pil concluded that the display pca operates as designed. The trilogy evo display board has been scrapped.